Event description:
Health professional reported that immediately after injection with juvederm ultra plus xc in the nasiolabial folds, pt experienced bruising and redness which resolved within a few days. Later, the pt developed multiple nodules at the injection site which looked like granulomas. Supplemental info received from the physician states the symptoms presented 2-3 weeks post juvederm injection. Pt also experienced itchiness in the nasiolabial folds. Another physician prescribed keflex 500mg tid to the pt. The injecting physician prescribed 1cc of hyaluronidase, 1/2 cc of kenalog, a medrol dose pack, and advised the pt to keep taking the keflex. Physician stated the treatment was give to both has ten resolution of symptoms and to prevent worsening of symptoms that may have let to permanent damage physician stated the nodules in left nasolabial groove have completely resolved and the nodules in right nasiolabial groove are resolving.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device evaluation summary: batch number (B)(4) was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine. (B)(4) - (pruitus).